Event description:
The pt was implanted with vertiflex superion interspinous spacer at two levels, l3-4 and l4-5. Over the course of the year the pt did not get the relief from the implant and the implant itself ended the spinous process at each level and had to be removed. The implant was implanted based on the on label use of the product. FDA safety report ID# (B)(4).